Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Per tandem's user guide, "insulin should be at room temperature before filing cartridge."

Event description:
It was reported that the customer experienced high blood glucose levels (600 mg/dl) after going through x-ray scanners at the airport. Customer noticed a leak, and smelled insulin at the luer lock connection. Insulin loaded into cartridge was not room temperature, and current cartridge and infusion set have been in use for four days. Customer bolused and changed out cartridge and infusion set.